Event description:
This is a report of a patient who experienced but was not hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with amoxicillin (dose and frequency not reported). After beginning treatment, the patient experienced diarrhea. Treatment was then switched to an unknown antibiotic (dose and frequency not reported) for 20 days. The patient was reported to have recovered from the peritonitis event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: as the minicap was not returned, a device analysis could not be completed. A batch review of the potentially associated lot numbers will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896399 and gd896696 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.